Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been hospitalized due to high blood glucose. The customer was not sure of the exact date of hospitalization. The customer's blood glucose level at the time of admission was close to 500 mg/dl. The customer had symptoms of vomiting, nausea, and they felt like they wanted to pass out. The customer was wearing the insulin pump at the time of the hospitalization. The customer was treated with a lot of intravenous fluids and they were taken off the insulin pump until their sugars came down. The customer's current blood glucose level was 254 mg/dl. After troubleshooting for the insulin pump the customer was advised to change the entire set, reservoir, and insulin. The customer was advised to call back to perform the no delivery test once they receive the tubing clamp. The device was not returned for analysis.